Event description:
The pt was experiencing an increase in pain, radiating from hip to back, numbness in the hip and leg. An MRI was performed in 2004 and an intradural mass at t10 was revealed. The catheter, mass and pump were removed on that same date. A culture was taken but no organisms were isolated. The pathology findings were described as "clear." The pt was reported to be stable at the time of the report.